Event description:
It was reported that a balloon tear occurred. The 75% stenosed target lesion was moderately tortuous and moderately calcified. A 2.75 x 10 mm wolverine coronary cutting balloon was inflated several times when contrast media was observed on the distal tip. The balloon was inflated in a different lesion and the contrast leak was noted again. It is though that the balloon tore. The procedure was completed with this device. There was no adverse patient effect.

Event description:
It was reported that a balloon tear occurred. The 75% stenosed target lesion was moderately tortuous and moderately calcified. A 2.75 x 10 mm wolverine coronary cutting balloon was inflated several times when contrast media was observed on the distal tip. The balloon was inflated in a different lesion and the contrast leak was noted again. It is though that the balloon tore. The procedure was completed with this device. There was no adverse patient effect. Device evaluated by manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. The balloon was inflated to its rate of burst pressure of 12 atmospheres (atm) without issue. A vacuum was then applied. This inflation to rate of burst pressure of 12atm was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.